Event description:
Healthcare professional reported, left side deflation (silicone). Patient reported, possible rupture. Looks different than contralateral side and possibly flipped. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.